Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a picture of the impacted set was provided. Visual inspection did not confirm the reported condition. The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the dialysate port on a prismaflex m100 set c during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: facility address: (B)(6).